Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On the same day as the onset, the patient began treatment with vancomycin injection intraperitoneally 1 gram once a day (duration not reported) and meropenem injection intravenously once a day (dosage and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.